Event description:
It was reported that a patient expired - no alleged device malfunction of the ventilator was reported. The device alarmed a leakage / apnea. At the present time it cannot be excluded that a use error led to the reported event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and logfile analysis of the affected savina 300 with product serial no. (B)(6). Additionally, the device was examined onsite by dräger service technician. According to all investigation results, no technical failure could be detected. The log showed that the device responded with high priority to ventilation-related alarms from 19:08 in accordance with the alarm settings. Alarms such as airway pressure low, mv low and apnea indicated that there must have been a significant leak or disconnection. The next user action in response to the high priority alarms was to press the audio pause at 19:31. This also means that no action has been detected from the user in the 22 minutes. During ventilation, the related parameters like volume, flow, pressure etc. Were monitored. According to the alarm settings, the ventilator will generate audible and visual alarms related to the measured values, if necessary. The user must act like specified in the instructions for use to evaluate the alarms. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.

Event description:
It was reported that a patient expired - no alleged device malfunction of the ventilator was reported. The device alarmed a leakage / apnea. At the present time it cannot be excluded that a use error led to the reported event.